Event description:
Pt had hip implant back in (B)(6) 2003. It was good for about a yr, and after that he began experiencing back pain. Implant was placed in his left hip. He currently has the following symptoms: hypertension, bad vision, half functioning kidneys, easily falls, is fatigued and very weak, depressed, experiencing some kind of neuropathy and muscle atrophy in his legs and arms. Pt is currently on pain medication, blood pressure medications. He wants to get the device explanted from lots of pain and suffering, but is getting a run around from physicians. He is very depressed because his life style has changed and he has been in pain for over a yr now.